Event description:
It was reported that pump experienced malfunction alarm malf 16 with no notable events occurring beforehand. There was no reported impact to the customer¿s blood glucose level. Customer was instructed to place pump in storage mode and return it within 10 days, and technical support completed field correction form, and sent replacement pump with updated software while advising customer to contact healthcare provider for backup therapy, reenter pump settings, and reconnect continuous glucose monitor on replacement pump.